Event description:
(B)(6) 2013: medtronic rep (B)(4) reports that health care provider in hospital (B)(6) states that 2 mmt-339 boxes lot 50187894 had a lot of problems due to bent cannula. (B)(4) mmt-399 boxes will be sent to customer as replacement. (B)(4) sealed infusion sets will be returned to unomedical to be analyzed. (B)(6).

Manufacturer narrative:
The investigation is ongoing. It is pending investigation because of calibration of test equipment.